Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. Prior to the frozen screen, the insulin pump alarmed button error. Troubleshooting was performed, and the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded esc keypad trace. No button error alarm or frozen screen anomaly noted. The insulin pump had missing end cap sticker.